Manufacturer narrative:
Actual device reported in complaint is being evaluated. When investigation is complete, a follow up with the results will be submitted. P/n 340-4114 is currently under recall # z-1450-2011, however, the reported lot is not included in this recall.

Event description:
A complaint was received from a distributor that a customer had one set that caused an air in line alarm. There was no patient injury.